Event description:
The customer reported that both monitors failed.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired , found to be operating as intended, and released to the customer for use.